Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified and 90-99% stenosed lesion in segments #7-#8 of the left anterior descending artery (lad). An asahi caravel mc microcatheter was used with a rotablator atherectomy system (boston scientific) and a shokwave c2 ivl catheter (shockwave medical) to remove the calcium. During the procedure, a radiopaque object which could likely be a tip fragment of the caravel mc microcatheter was observed under x-ray. Attempts were made to remove the object, without success. The procedure was continued and completed without problem. It was informed that there were no health hazards caused by the reported event to the patient, who was without issue after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. Likewise, unique identifier (UDI) # in d4 does not apply to any of the device distributed in the us. The reported caravel mc microcatheter was returned for investigation. The distal tip of the returned caravel mc microcatheter was found torn off. The fracture end of the catheter tip had circumferential cracks which were traces of ductile fracture. Microscopic observation found that traces of ductile fracture of the inner jacket on the catheter lumen. These findings suggested that the tip (5mm in length) was torn off at approximately 2mm from the tip end, between the polymer only and polymer-and-braid segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension generated during catheter withdrawal might have been accumulated to the tip of the subject caravel mc microcatheter while the distal segment of the microcatheter had been temporarily caught by the heavily calcified lesion. Consequently, the distal tip polymer segment was stretched and eventually torn off. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.